Event description:
It was reported that during the implant procedure the physician noticed an "arc" when using electrocautery in the pocket. Upon inspection it was noted that the right atrial (ra) lead insulation was bunched up and appeared to be cracked. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated damage at implant.